Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryoablation procedure, distal temperature of the catheter was not as expected. Additionally, a system notice was received indicating that the safety system detected fluid in the catheter and stopped the injection. The balloon catheter was replaced with resolve. Later in the procedure, a system notice was received indicating that there was a problem with the refrigerant port. It was also reported that blood was observed in the coaxial port. The console was replaced, and the case was completed with cryo. A field service visit was recommended. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the data files and balloon catheter, with lot number 43665, were returned and analyzed. The data files showed at least fourteen applications were performed with this catheter on the date of the event. The data files showed an unrelated 50024 system notice ¿problem with the refrigerant port¿ was seen from a different catheter on the date of the event. Also, a 50005-system notice, ¿the safety system has detected fluid in the catheter and stopped the injection¿ was triggered on the event date. Visual inspection of the balloon catheter showed dried blood inside the balloons. Smart chip verification indicated the catheter was used for fourteen injections. Also, system notice 50011 ¿the refrigerant delivery path is obstructed¿ was triggered immediately at the beginning of the ablation. Dissection showed a guide wire lumen kink 1.44 inches from the tip. The balloons integrity was intact, and no breach was observed. The injection holes were blocked with dried blood and the blood was confirmed in the coaxial port. Pressure tests revealed a leak through the guide wire lumen; the guidewire lumen has a fracture 0.5 inch from the tip (between the inner balloon and the injection tube right after the tip of the catheter). In conclusion, the reported blood was confirmed through testing. The balloon catheter failed the inspection due to the guide wire lumen kink and fracture. If information is provided in the future, a supplemental report will be issued.